Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2024, it was reported by the parent that the patient experienced vomiting and weakness while her dexcom app and tandem t:slim x2 insulin pump was showing "low". No treatment was provided at home and bg test was done prior. The parent decided to take the patient to the emergency room (ER) where her bg was measured high (parent can't recall the exact value) while the egv was "low." The patient was diagnosed with dka and was admitted to the ICU. Patient was treated with IV fluids and IV insulin, and was discharged after 2 days. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.